Manufacturer narrative:
Age at the time of event: 18 years or older. Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a stenting treatment procedure a vessel dissection occurred. The de novo lesion being treated was located in the right coronary artery. The physician implanted a 3.00x20mm promus element stent in the target lesion and a dissection was noted distal to the implanted stent. The physician treated the dissection by implanting another promus element stent. The procedure was completed by implanting a third promus element stent in the left anterior descending artery. No further patient complications were reported and patient's status is stable.